Manufacturer narrative:
The reported complaint that the autopulse platform (serial # (B)(4) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the defective load cell module 1, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the platform was performed, and no physical damage was observed. A review of the archive data showed multiple (ua) 07 around the reported event date; thus, confirming the reported complaint. The autopulse platform failed functional testing due to the (ua) 07 advisory message displaying upon powering up the platform, thus, confirming the reported complaint. The load sensing system detected a weight/load imbalance between the two load cells. The load cell characterization test indicated that load cell module 1 was defective. The load cell module 1 was replaced to remedy the complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message. The customer was unable to clear the advisory and immediately performed manual CPR. No consequences or impact to the patient.